Event description:
It was reported that the radiofrequency programmer head had intermittent or no telemetry, and may be among the programmer heads ret urned which were missing their rubber backing. The head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radiofrequency programmer head had intermittent or no telemetry, and may be among the programmer heads returned which were missing their rubber backing. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head had no telemetry and noted that the inside of the head had major damage, likely due to liquid submersion, as well as that the head' label was missing its laminate. The head will be scrapped. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).